Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/11/2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the upper buttocks on (B)(6) 2017. No additional event or patient information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue because data was provided but no data was available for the date of the event. The reported inaccuracies could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).